Event description:
Reporter indicated a pt underwent a lead revision due to a lead fracture. The pt also underwent a generator replacement due to incompatibility with the new lead. The reporter also stated the pt had an increase in seizures, but it is not known if the seizure level is greater than pre-vns baseline levels. The explanted lead and generator have been requested for return. Further attempts for info are in progress.

Manufacturer narrative:
Device malfunction is suspected.